Event description:
During product evaluation failure code 814:01 was found. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: failure code 814:01 was confirmed. Inspection of the device found that the cause of the failure code was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.